Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer reported that he was having problem with his pump and his blood glucose level was between 300 mg/dl and 500 mg/dl. The customer called his healthcare provide and he prescribed him the injection in case when pump not working. Customer performed the self test and self test was passed. The customer declined troubleshooting to high blood glucose level. The insulin pump will not be returned for analysis